Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the stent fell down. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified carotid artery. A 10.0-31 carotid wallstent self-expanding stent was advanced for treatment. After the stent was placed, it did not fully deploy and it fell down; the stent dropped a little bit. Subsequently, the delivery system was recaptured, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by manufacturer: the carotid device was returned for analysis; however, the delivery system was not returned with the stent. The stent was returned deployed from the delivery system, and no issues were noted. This concludes the product analysis.

Event description:
It was reported that the stent fell down. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified carotid artery. A 10.0-31 carotid wallstent self-expanding stent was advanced for treatment. After the stent was placed, it did not fully deploy and it fell down; the stent dropped a little bit. Subsequently, the delivery system was recaptured, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable.